Event description:
A power source alert 07 was reported by the customer. There was no adverse impact on the customer's blood glucose level. The issue was resolved when the customer plugged the charging cable into a wall adapter, and the pump began charging without requiring further assistance.